Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had right heart failure. The patient has a history of nonischemic cardiomyopathy, end-stage chronic systolic heart failure, stage 4 chronic kidney disease (ckd) and hypertension. The patient recently underwent hm3 lvad implant as destination therapy due to the ckd. The course was complicated by acute kidney injury and deconditioning. Treatment included prolonged hospitalization, milrinone IV, inotropes, nitric oxide, vasodilators, amiodarone IV, dobutamine IV, norepinephrine IV, bumex and torsemide. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. The account reported that the patient had a history of nonischemic cardiomyopathy (nicm), end stage chronic systolic heart failure, stage 4 chronic kidney disease (ckd4), and hypertension (htn). The patient recently underwent an hm3 lvad implant as destination therapy due to chronic kidney disease. The course was complicated by acute kidney injury (aki) and deconditioning. It was reported that the patient had right heart failure beginning on (B)(6) 2017. The patient was treated with prolonged hospitalization, inotropes, nitric oxide, vasodilators, amiodarone IV, dobutamine IV, norepinephrine IV, bumex, torsemide, and milrinone IV. It was reported that the event resolved on (B)(6) 2017. It was later reported that there were no device complications or malfunctions. Right heart failure, renal dysfunction, and hypertension are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding right heart failure. No further information was provided. The manufacturer is closing the file on this event.